Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that two pedicle screws broke. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that macroscopic and optical examination revealed severe thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the screw and nut threads during construct assembly. The break-off portion of the implant appears undamaged and broken off in the appropriate location. The above observations are consistent with misuse due to misalignment of the screw and nut, resulting in the foregoing event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.